Manufacturer narrative:
Section h3(no): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a multifocal intraocular lens (iol) was explanted from a patient's right eye because of specific visual issues. The patient reported that near, intermediate, and night vision were blurry and fuzzy. A non-johnson & johnson lens was used as a replacement (the diopter of replacement lens was not provided). No additional medical or surgical interventions such as vitrectomy, sutures, or incision enlargement was required. There was no patient injury reported. It was indicated that the patient is doing better, improved. No further information was provided.

Manufacturer narrative:
Additional information: section d9. Device available for evaluation? Yes. Returned to manufacturer on apr 18, 2025. Section h3. Device evaluated by manufacturer? Yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection under magnification was performed on the suspect product. The lens was received cut in half and coated in viscoelastic residue. The lens was cleaned revealing one lens half was scratched. No further evaluation was performed. No issues that could cause or contribute to the complaint issues reported were identified during product evaluation. The other issues observed could not be confirmed to be related to the manufacturing or design process. Based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. No escalations are required. Johnson & johnson surgical vision will continue to monitor these types of complaints. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.